Event description:
This notification is being reviewed due to a trilogy ev300 ventilator with an allegation of issues with the flow sensor assembly on the device. There was no serious patient harm or injury. On device evaluation, the flow sensor was noted to fail due to being clogged with environmental debris and required replacement to address the issue. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.